Manufacturer narrative:
Result: valve release rod, release rod bracket.

Event description:
It was reported by service report that the foot end jack would not lower. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.